Event description:
It was reported that the patient's lead was explanted due to impedance issues. Product investigation was unable to determine which lead had the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: batch: 3359034, model: 3186, UDI: (B)(4).